Event description:
It was reported the radiopaque marker moved from its original site but remained on the introducer sheath during a biliary drainage procedure. The introducer sheath and radiopaque marker were removed successfully as a unit. The procedure was successfully completed with this unit without pt complications. One accustick six french sheath with the radiopaque marker on it was received, evaluated and retained by this MFR. The engineering evaluation indicated the sheath was kinked approximately seven centimeters form the distal end. A one millimeter tear was located at the tip of the sheath. The distal seven centimeters of the sheath was partially crushed creating an ovoid shape to which the radiopaque marker had conformed. The original site of the radiopaque marker as well as crimp marks in the sheath material were cleanly observed. Scrape marks were observed along the length of the introducer sheath. Follow up revealed resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, a kinked and torn introducer sheath with both the introducer sheath and the radiopaque marker partially flattened, as well as scrape marks along the length of the device. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event.